Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved ndl delivery systemused in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿the implant fell off in the joint before inserting the ff360 into the meniscus¿. An exact root cause cannot be determined with confidence; however, factors that may affect device performance include improper use of device and surgical techniques. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed a review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported about an ff360 curved needle that during a meniscus repair surgery, the implant fell off in the joint before inserting the ff360 into the meniscus. It is unknown how the procedure was completed since a back-up device was not available. There was no delay in the scheduled surgery and no patient involved or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.